Manufacturer narrative:
Section b3 correction. Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6)) not displaying information on the screen was confirmed. The system controller returned for analysis, and it was noted that the screen was damaged. The screen was replaced, and the issue resolved. The controller was able to pass all functional testing and supported a mock circulatory loop for an extended period without issue or alarm. No controller event log file was submitted for review and the downloaded controller event log file did not contain any relevant data. In the periodic log file, the controller appeared to operate as intended while the driveline was connected. Provided information indicated that the display may have been damaged while the patient played with their children, but that they were not sure. The root cause of the reported event of the screen not displaying information was determined to be due to a damaged screen, but the root cause of the damaged screen could not be conclusively determined via this investigation. Incidental finding: damaged power cable jacket. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 correction: investigation findings 180 - mechanical problem identified added. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for both system controllers the patient was using. The patient called the clinic stating that their system controller screen was "black but the green light was on". Upon arriving to the clinic, it was discovered that they had changed their system controller in march due to the broken screen but they failed to notify the site. When asking about their activity when the system controller was broken, they stated that they didn't know for sure as the system controller was concealed in their consolidated bag, but that it more than likely happened while playing with their children. They were counseled on proper management of their equipment. Their primary system controller was (B)(6) on presentation to the clinic. The broken system controller was noted to be (B)(6). The patient was issued a new backup system controller, (B)(6). Log files were reviewed, and no abnormal system controller alarms or pump faults were seen in the log files. The pump appeared to be operating as intended. Only the periodic log file from (B)(6) was submitted for review. It contained various alarms associated with a driveline disconnect on (B)(6) 2025. No unusual alarms or events were recorded prior. The driveline disconnect was due to the system controller replacement on that date. The replacement of the system controller resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.